Event description:
It was reported that right atrial (ra) lead exhibited dislodgement and unable to capture. Dislodgment was confirmed under x-ray. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.